Manufacturer narrative:
After battery installation unit gave an unexpected partial display with horizontal lines. Unable to perform self test due to partial display anomaly. Pump was monitored and no frozen screen anomalies noted. Pump was cut open during visual inspection and found cracked / broken traces on lcd glass between the lcd controller and the lcd image area. Test p-cap / reservoir locked properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, minor cracked lcd window, and cracked case on the battery tube side. Alleged frozen screen not confirmed during testing. However, missing segments/partial display confirmed due to cracked / broken traces on lcd glass between the lcd controller and the lcd image area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had frozen display. Customer reported that frozen display was recurred after installing a new battery and monitoring insulin pump for 2 hours. No harm requiring medical intervention was reported. The device will be returned for analysis.